Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on the lcd board. The insulin pump had cracked reservoir tube lip and cracked case near the display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the buttons on the insulin pump were not responding. No significant events leading to the keypad issue. Blood glucose value was 200 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.